Event description:
Additional information was received. It was determined that the issue was due to the in-clinic data review performed while the patient was hospitalized and there was no device or lead issue. No further intervention was required and it was thought there were no further issues.

Event description:
Boston scientific received information that the patient with this pacemaker collapsed and was hospitalized. A holter monitor revealed a heart rate less than the lower rate limit and ventricular pacing only. An internal technical service consultant was contacted and further follow up will be performed.

Manufacturer narrative:
According to available information, this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and will be further monitored. Should additional information become available, this event will be updated.